Event description:
It was reported to boston scientific corp. That a pinnacle pelvic floor repair kit was used during an anterior apical floor repair procedure. During the procedure the bullet head of the sacrospinous ligament mesh arm snapped off at the suture and the bullet head lodged inside the capio device. The physician attached another suture to the mesh and completed the procedure with no reported complications for the pt. The physician mentioned that she may not have had the plunger, of the capio, completely depressed. When she depressed it again, trying to get full action fire, it snapped the suture at the bullet head.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should any additional, relevant information becomes available, a supplemental medwatch will be submitted.